Event description:
It was reported that the bd insyte¿ IV catheter experienced a deformed catheter tip. The following information was provided by the initial reporter: the hcp had difficulty in advancing the catheter upon venipuncture. The hcp then checked the product and saw the catheter tip seemingly damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/7/2021. H.6.investigation: eight photos and two samples were received by our quality team for evaluation. After visual inspection of the photos, the catheter tip of one of the samples appeared to have a bulge, which was seemingly to be a lube droplet or tear. The samples were subjected to visual inspection. For the actual sample, a long, slanted cut was observed on the catheter tip. No catheter tip damage was observed on the representative sample. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed, and there is no station that will cause the observed slanted cut. A slanted cut on the catheter can occur during product application when the product was manipulated. As the actual sample was already used and no catheter tip damage was observed on the returned representative sample, an actual root cause could not be established. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter experienced a deformed catheter tip. The following information was provided by the initial reporter: the hcp had difficulty in advancing the catheter upon venipuncture. The hcp then checked the product and saw the catheter tip seemingly damaged.